Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-calcified right common iliac vein. After 0.035 non-bsc guidewire crossed the lesion, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, after initial inflation at 4 atmospheres for 2 minutes, the balloon ruptured. The device was removed and another 18-6/5.8/75 xxl esophageal balloon catheter was used but initial inflation at 3 atmospheres for 2 minutes, the balloon also ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries were reported.